Event description:
The 8 fr. Iab was inserted into the pt on 2/18/00. After iabp for 50 mins, the "leak in iabp circuit" alarm sounded from the system 97e pump. A hole was noted at the proximal end of the iabp balloon. As a result of the event, the pt's blood pressure dropped and the pt expired five mins later after the iab failed to work. Event complications: the pt's blood pressure dropped/expired - reported 3/8/00. Pt's current status: expired - reported 3/8/00.